Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery and femoral vein using an indigo system aspiration catheter 8 (cat8). It should be noted that the patient's anatomy was very tortuous with many collaterals. During the procedure, the physician positioned the non-penumbra sheath in the target vessel and introduced the cat8. However, the physician encountered resistance and the cat8 became stuck in the sheath. While attempting to retract the cat8 from the sheath, the physician encountered resistance before inadvertently removing the cat8 and sheath together from the patient. The physician then made the decision to end the procedure and continue at a later date with a different approach. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat8 was kinked approximately 51.5 and 59.5 cm from the hub. The device was stretched starting from approximately 59.5 cm from the hub. The cat8 was fractured approximately 66.5 cm from the hub and the coil winds within the cat8 was stretched. The distal fractured portion was stuck within the non-penumbra sheath. Conclusions: evaluation of the returned cat8 confirmed the cat8 was stuck within the non-penumbra sheath. During functional testing, resistance was experienced while attempting to advance a demonstration cat8 through the non-penumbra sheath and became stuck in a similar location as the returned cat8. This indicates the non-penumbra sheath was likely the root cause of the resistance experienced during the procedure. Further evaluation revealed kinks and fractures on the returned cat8 that were likely a result of the device becoming stuck within the non-penumbra sheath. Additional damage was caused during removal of the returned cat8 from the non-penumbra sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.